Event description:
It was reported that the client noted that the information that was transferred from the system to the application was incorrect. Further investigation by technical services indicated that the information displayed in the application was correct; however, the application does not show this clearly. Additional call from the client noted that this was "misleading" and could lead to the clinician making the wrong conclusion. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.